Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, CT scan revealed a linear defect are seen extending from the right intralobar pulmonary artery to the right lower lobe branches and from the left lower lobe pulmonary artery to the segmental branches. Three years followed by, CT scan revealed that the ivc filter was tilted with its tip resting against the anterior caval wall. Following year patient was scheduled for filter removal. An attempt was made to snare the bulk with the conventional loops and air system, but this was unsuccessful. Then several attempts were made to dislodge the filter from the anterior wall including using of a 15-french sheath and traction but ultimately these were also unsuccessful. Following month, venogram demonstrated a clot extending from the upper superficial femoral vein throughout the common femoral vein and the common femoral vein was occluded superiorly. The clot was now present extending above the filter approximately 4 cm and clot extended through the filter into the iliac vein. Successful thrombolysis and thrombectomy with angiojet device resulted in resolution of greater than 90% of the clot. Some residual clot was present below and slightly above the filter. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare was unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.